Manufacturer narrative:
The impella device was received from the customer on 10-jul-2024 and therefore, ¿an evaluation of the device is under way. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 15-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the automated impella controller's (aic) purge disc holder was ripped off. The aic was sent in for investigation.